Event description:
It was reported that 2 relion® pen needles had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows. 2 pen needles affected."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary customer returned (3) open 31gx8mm bd pen needles without tear drop labels attached. The customer reported that when priming no insulin flows. The samples were examined, and it was observed that all 3 pen needles featured a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 relion® pen needles had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows. 2 pen needles affected."